Event description:
It was reported that pump in the labor and delivery department was set to infuse potassium on a secondary line at 1720 gmt with a rate of 125 ml/hr and vtbi of 996 ml. The nurse returned one hour later to find the 500 ml bag empty. There was no report of any pt injury. The facility's biomedical engineering tested the pump at comparable settings with the device infusing within specifications.

Manufacturer narrative:
(B)(4). The pump was tested by sigma for flow rate accuracy using the actual event parameters (i.e. Dep mode delivery parameters as found in history log) for a period of one hour (125 ml/hr for 125 ml) with unit passing having delivered 124.30 ml. An additional flow rate test was performed per the spectrum service manual (200ml/hr for 50ml) with the unit passing having delivered 50.07ml. The reported event could not be reproduced. A possible cause could have been a failed in-line backcheck valve on the primary IV set which could have allowed the secondary IV fluid to migrate into the primary IV container. The involved IV sets were not returned to the sigma for inspection.